Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support after developing a chronic driveline infection with resistant pseudomonas that began to involve the central left ventricle assist device (lvad) components. The patient was brought to the operating room to explant the lvad and implant an impella 5.5. It was reported that after impella 5.5 support was initiated, there were alarms observed for flow saturation and then the pump abruptly stopped functioning. The decision was made to replace the impella 5.5. Upon the explant of the pump, a piece of muscle was found entrained in the motor housing. A new impella 5.5 was placed successfully. During the use of the second pump, the patient experienced a fever that began on the 8th day of support. On the 44th day of support, it was noted that the patient still had a sternal infection that the medical team was attempting to resolve prior to placing a new lvad. On the 46th day of support, blood cultures were still noted to be positive for bacterial growth, and that the impella 5.5 p level had to be increased for a low mixed venous oxygen saturation level. On the 56th day of support, the p level had to be decreased due to suction alarms. The patient received albumin as a result of the suction alarms to increase volume. The following day, it was noted that the patient was receiving antibiotics for an ongoing infection. On the 64th day of support, it was reported that there were more suction alarms. As a result, the p level of the pump was lowered. Three days later, the patient was taken to the operating room to remove the impella 5.5 and place a new lvad. During the procedure, the medical team was unsuccessful in placing the lvad due to anatomical concerns. A new impella 5.5 was placed in addition to a right ventricular assist device (rvad) as bridge to explore alternative lvad options or possible heart transplant. Two days later, the rvad was explanted, and it was noted that the same day the patient was taken for a computed tomography. It was reported that following surgery, the patient experienced a hemorrhagic stroke. The following day, on the third day of the latest impella 5.5 pump support, the patient¿s care was withdrawn and the patient expired. This complaint involves three impella 5.5 devices: pump 1: impella 5.5 with serial number (B)(6). Pump 2: impella 5.5 with serial number (B)(6). Pump 3: impella 5.5, with serial number (B)(6). This report specifically addresses the first impella 5.5 with serial number (B)(6). Separate reports will be submitted for the other devices associated with this complaint. Refer to section h.10 for related report numbers.

Manufacturer narrative:
The impella device was not returned, and the investigation has been completed. The pump passed all post-sterile inspection checks. No product was returned for evaluation. Soft tissue injury: in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Saturated pump flow: clinical details noted that upon pump activation, pump flow was saturated. Additionally, a piece of muscle was observed in the motor housing on explant. Images from the field showed biomaterial in the outflow. Data logs were reviewed and approximately 1 minute into support when p-level is increased, a small motor current spike then fully saturated flows is observed. Pump flow remained fully saturated for approximately 12 minutes before p-level was turned down then turned off. The cause of the saturated pump flow was most likely due to biomaterial ingestion based on data log review showing a motor current spike prior to saturated flows and clinical details noting biomaterial on explant. Pump stop: clinical details reported a pump stop soon after the pump was inserted and start. Saturated pump flow noted prior to the pump stop. Data logs were reviewed and saturated pump flow was observed during support but no pump stop alarms were noted during pump run on the logs, only an alarm indicating reverse flow of the pump after the pump was stopped at time of console shutdown. Pump flows were fully saturated for approximately 12 minutes before p-level was turned down to p-0 and turned off. The cause of the pump stop could not be definitively determined as no pump stop alarms were present on the returned data logs and limited clinical details were provided. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Manufacturer narrative:
Medical safety reviewed the event. The event describes a pump stop, which resulted in replacement of the device. This serious injury is attributable to a piece of muscle that was found entrained in the motor housing. A replacement pump was in for at least 64 days. The patient tested positive for bacterial growth and also there was pump suction. This is a serious injury attributable to the pump's association to the infection. The second impella 5.5 pump was replaced. The patient underwent device removal of the impella 5.5 and placement of a left ventricular assist device which was unsuccessful. Therefore, a third impella 5.5 device was placed. The next day after start of this support, it was reported that the patient had a hemorrhagic stroke post-surgery. In this case, it is unknown which device procedure, if any, contributed to the hemorrhagic stroke and therefore the impella 5.5 pump 3 cannot be dissociated. This pump was in place at the time of the event. However, it is noted care was withdrawn which appears to have led to the demise outcome. Related medical device reports: this impella 5.5 device report is one of three devices associated with the event. Refer to the related manufacturer report numbers as noted in section h10 for the reports for the other two impella 5.5 devices in which one is associated with the demise outcome.